Event description:
During surgery, the drill would not penetrate the harder cortical bone. Initially he had it on ream, then changed to drill but it still wouldn't drill. It was just burning the bone. Another tray had to be opened, and the other drill had to be used. That one worked fine. The event occurred at (B)(6).

Manufacturer narrative:
We received the lot number (20120052050) of the glenoid drill involved, so we could check its DHR. We did not detect any anomaly in the production phases of this drill. We don't know if we will receive the instrument. Should we receive it, we will submit an add'l report. We received another similar case (MFR report number 3008021110-2012-00006) which involved another batch of this instrument (model# 9013.75.115). An analysis on that instrument showed that the drill was functional. Nevertheless, as an improvement, limacorporate is evaluating the change of the drill geometry, in order to improve the cutting edge.